Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was assisted by technical support in resetting the pump, but when the malfunction code recurred, it was decided to replace the pump. A replacement pump was sent, and the customer was instructed on storage mode and return procedures for the faulty pump. The customer will use multiple daily injections as backup therapy to ensure insulin delivery continues without interruption.